Event description:
It was reported that a user newer to the ilet experienced a hypoglycemic event overnight while using a teflon 23" infusion set and expressed concern about the amount of insulin delivered; troubleshooting and education were provided regarding the ilet learning process and expected glycemic fluctuations as the algorithm adapts. Symptoms included sweating, shaking, and confusion consistent with hypoglycemia. Outcomes included self-treatment with oral glucose and recovery to stable blood glucose within approximately 30 minutes without the need for assistance or hospitalization. Investigation included customer support review, problem assessment, and user education on device operation and hypoglycemia management. Investigation of this case revealed no device malfunction reported, no alarms beyond a low glucose alert, and no component failure identified, with the event consistent with hypoglycemia of unclear cause during early algorithm learning. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.